Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that atrial function was interrupted. The condition was found while connected to a patient. There was no adverse effects or complications to the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. There were no electrical anomalies found. The lower case was broke, the ring and side bail covers contaminated, lead flex cover corroded, battery contacts compressed, and ring bail bent.